Event description:
It was reported the handpiece was noisy and heating up. This was discovered during testing , and there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device was not working upon return for evaluation, therefore could not confirm the reported noise or heating up issues.